Event description:
It was reported that during a synchronized cardioversion treatment, the device was charged up to 125 joules and suddenly lost power. The device could not be powered back on to continue pt care. Another device was provided following the reported failure and provided the necessary therapy. The pt did not suffer any adverse effects from the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.